Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump lost power overnight. It was noted that the battery compartment was cracked and the yellow o-ring on the battery cap was visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/24/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the pump¿s black box revealed unexplained rebooting events. Two battery compartment cracks were observed. Moisture was observed within the battery compartment; leak testing confirmed a battery compartment leak. The battery compartment threads and returned battery cap threads were damaged. A test cap was unable to secure properly to the pump; a power issue was experience. Moisture was observed on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.